Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 4 events for the failure: detachment of device or device component. 3 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices were received. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 1 device: wear problem / mount, spring, 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable, 1 device: wear problem / spring. Product disposition: 2 devices: scrapped by stryker, 2 devices: product disposition is not yet determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99456. Supplemental rationale: corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status: 3 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 1 device: wear problem / mount, spring. 1 device: wear problem / screw, pin, spring. 1 device: wear problem / spring. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 3 devices: scrapped by stryker. 1 device: product disposition is not yet determined.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99456. Supplemental rationale: corrected data: b5, h1, h6, h11. 4 events were previously reported during the reporting quarter; however, 1 event was reported in error. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received. Evaluation findings (results/components). 1 device: wear problem / mount, spring. 1 device: wear problem / screw, pin, spring. 1 device: wear problem / spring. Product disposition: 3 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: detachment of device or device component. 2 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had no health consequences or impact.